Event description:
Boston scientific has become aware of the following event: during withdrawal of the intravascular ultrasound (ivus) catheter, it got caught on the distal edge of the stent. The lesion being treated was located in the left circumflex artery (lcx) distal, 90% stenosed without calcification in average tourtous anatomy. The physician attempted to withdraw the imaging catheter, but extreme resistance was experienced and catheter could not be removed. The imaging catheter was pulled out with force and was able to be removed. The pt's condition was reported to be good.